Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer also reported a failed battery test alarm occurring. Customer's blood glucose was 152 mg/dl. The customer reported they have replaced the battery several times, but the issues persisted. It was also found the customer received a battery out limit alarm when the battery was not left out of the insulin pump for a longer duration than allowed. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Customer declined to return the insulin pump for analysis.